Manufacturer narrative:
Investigation summary: a 2000e-04 sample was not available for investigation; however, the customer confirmed that the occlusion was identified multiple times whilst connected to an unknown luer-lock syringe. The connecting products in use at the time of the customer's experience were not returned to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20116589 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. Previous complaints for flow restrictions and occlusion have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e-04 device in the past 12 months.

Event description:
It was reported that the smartsite needle-free connector was blocked/occluded during the bolus administration and infusion. The following information was provided by the initial reporter: "I have been noticing an occlusion issue frequently with our smartsite connectors over the last few weeks, so much so that I was planning on discussing it with the anaesthetic group. This is not a problem I have experienced previously with smartsite. My experience is only using luer-lock syringes. They have to be more aggressively screwed on to open the smartsite valve than I have previously experienced. The issue is mostly occurring with bolus administration, but I have also experienced problems with infusions, too, with much more frequent occlusion alarms on the infusion pumps. I have had to screw some of my infusion lines down so had I have had to get a couple of towel clips to separate them when I want to remove the infusion."